Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The share log was reviewed and confirmed the complaint. The probable cause is determined to be the transmitter fatal error.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested the sensor code during warm up. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause is determined to be a transmitter fatal error. The reported event of a sensor code request during warm up is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.